Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen (575 mcg/ml at 235.801 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had a motor stall on (B)(6) 2019 at 8:42 am. It was noted the patient did not recently have an MRI. It was confirmed a programmer magnet was not used initially for interrogation and there was no emi/magnetic sources present. It was reviewed to silence audible alarms, consider pump replacement, programming to minimum rate, and cover patient with non-pump medication. It was noted they plan to schedule the patient for surgery immediately and programmed the pump to minimum rate while on the call. Stated they plan to give the patient oral baclofen in the mean time. It was mentioned the patient was having spasms last night.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.